Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges."

Event description:
It was reported that the customer¿s blood glucose (bg) level was "high"; although specific value was not provided. A manual dose injection was given to address bg. The customer then went to the emergency room (ER) where they were treated with intravenous fluids of saline and insulin to further address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage. Reportedly, the pump battery was depleting quickly resulting in the pump shutting off. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage. The customer continued to use the pump for insulin therapy. Additionally, it was reported that air bubbles were observed within the infusion set tubing. Customer primed the tubing to address the issue. Customer¿s blood glucose level was 271 mg/dl.